Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2167317. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system there was a crack in the needle seat that caused leakage. The following information was provided by the initial reporter: verbatim: before the angiography, the CT nurse found that the indwelling needle was punctured successfully when inserting the catheter, and then when the blood was withdrawn to check the function of the catheter, it was found that there was a crack in the needle seat, which caused blood leakage, and the patient was very dissatisfied.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system there was a crack in the needle seat that caused leakage. The following information was provided by the initial reporter: verbatim: before the angiography, the CT nurse found that the indwelling needle was punctured successfully when inserting the catheter, and then when the blood was withdrawn to check the function of the catheter, it was found that there was a crack in the needle seat, which caused blood leakage, and the patient was very dissatisfied.